Event description:
On (B)(6) 2010, a (B)(6) female pt underwent repair of an abdominal aortic aneurysm. The physician went to balloon the right common iliac artery with a cook coda balloon catheter, but the balloon went outside of the graft, causing the mid-right common iliac artery to rupture. The pt was losing pressure quickly, so an occlusion balloon was inserted to stabilize the pt. The physician implanted two devices (of another MFR) to provide additional extension down to the right external iliac artery. The devices were ballooned, and the pt's blood pressure returned to normal. Six units of blood were also administered to the pt. According to the physician, the rupture was caused by ballooning outside of the other MFR's devices. The fsa reported that no endoleak was seen on final angiography, and the pt was sized within IFU. The pt tolerated the procedure, but she may be suffering from compartmental syndrome.

Manufacturer narrative:
Lot number, catalog # - is unk as info was not provided by the reporter. Exp date is unk as lot is unk. Age of device: unk as lot is unk. (B)(4). Manufacture date: unk as lot is unk. No images or product were returned to assist in the investigation. Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The complaint correspondence stated that the balloon was inflated outside of the vascular prosthesis. The IFU addresses this hazardous situation in the warnings section and as a caution note in the directions for inflation by stating that the balloon radiopaque markers should remain within the prosthesis during inflation. Inflation outside the graft resulted in vessel perforation and intervention to repair. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.